Event description:
It was reported that the patient was experiencing inadequate pain relief and leads migrated. The patient underwent lead revision procedure. Patient received pain coverage in all painful areas. The explanted device was unable to return due to hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).